Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with a tip protector, in a bubble bag, for the report of shaft part of probe almost came off. The probe needle and stiffener were broken off of the probe and in a separate bag. The returned sample was visually inspected and found to be non-conforming with the stiffener/needle assembly detached from the probe assembly. The inner cutter is also broken off and moves freely in the probe body. Disassembly activities and a wear evaluation were unable to be performed due to the visual condition of the probe. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation indicated that the stiffener/needle assembly pulled out of the probe body. This would confirm the report of the shaft part of the probe almost coming off. The root cause for the observed non-conformance is due to the separation of components. It appears that after shipment from the manufacturing site the adhesive bond failed causing the stiffener/needle assembly to detach from the needle holder / probe body assembly. It appears that the inner cutter was broken off as the stiffener/needle assembly became detached from the probe. An investigation photo of the returned sample has been issued within the learning management system for review with the applicable production personnel to raise awareness of this issue. All needle / needle holder assemblies are inspected to ensure the appropriate amount of adhesive was dispensed at the bod area. An acceptable quality limit (aql) inspection is also performed on all final probe assemblies and includes inspection for wet bonds. The device component lots traceable to the reported lot met aql inspection criteria for this visual characteristic. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported the tip of the vitrector almost came off in the eye during a procedure. The product was replaced and the procedure was completed. There was no harm to the patient.